Event description:
Customer reported unexpected negative reactivity with a patient sample tested on the echo containing an anti-e.the sample was negative with cells 6 and 3(e+e+) of capture-r ready-ID, lot id120 . The other cells reacted as expected.

Manufacturer narrative:
The returned sample was tested on an in-house echo using capture-r ready-ID, lot id120 and all e+ cell were reactive. A service visit was made. No out of tolerance results were observed and no errors occurred. The instrument is operating within specifications.